Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The pd patient called technical services and a review of the patient¿s treatment records identified that the patient was overfilled and drained 4531ml of 1996ml during cycle one of treatment, drained 5452ml of 2006ml during cycle 2 and drained 4486ml of 2003ml during cycle 3 of treatment. These drain volumes are (B)(4) of the prescribed fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler is available to be returned to manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The pd patient called technical services and a review of the patient¿s treatment records identified that the patient was overfilled and drained 4531ml of 1996ml during cycle one of treatment, drained 5452ml of 2006ml during cycle 2 and drained 4486ml of 2003ml during cycle 3 of treatment. These drain volumes are 227%, 272%, and 224% of the prescribed fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler is available to be returned to manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no sign of physical damage. Valve actuation test passed. System air leak test passed. As received treatment was performed without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. An internal visual inspection of the returned cycler encountered no discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The pd patient called technical services and a review of the patient¿s treatment records identified that the patient was overfilled and drained 4531ml of 1996ml during cycle one of treatment, drained 5452ml of 2006ml during cycle 2 and drained 4486ml of 2003ml during cycle 3 of treatment. These drain volumes are 227%, 272%, and 224% of the prescribed fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler is available to be returned to manufacturer for physical evaluation.

Manufacturer narrative:
Correction: d.9.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The pd patient called technical services and a review of the patient¿s treatment records identified that the patient was overfilled and drained 4531ml of 1996ml during cycle one of treatment, drained 5452ml of 2006ml during cycle 2 and drained 4486ml of 2003ml during cycle 3 of treatment. These drain volumes are 227%, 272%, and 224% of the prescribed fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler is available to be returned to manufacturer for physical evaluation.